Manufacturer narrative:
The affected device was returned to the manufacturer: the device underwent servicing activities including disassembly, cleaning, disinfection, inspection, reassembly, testing, and calibration. Functional tests were successfully completed. Based on the performed service activities, a hardware malfunction of the unit can be ruled out. A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar event has been reported, neither concerning trend has been identified. Based on the investigation findings, the most likely root cause of the event has been identified as a calibration issue, which has been resolved by recalibrating the device at the manufacturer¿s facility. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. Livanova deutschland manufactures the electronic gas blender. The event occured in (B)(6) australia. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding an electronic gas blender that was reading gas flow values out of range. The issue occurred during annual service. There was no patient injury.